Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-dec-2023. H.6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone used for lubrication and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported 4 of the bd ultra-fine¿ insulin syringe had foreign matter. The following was recieved by the initial reporter: consumer adult son reported finding a clear liquid comes out of needle when pressed plunger on (B)(4) syringes. Mom discarded the syringe. Will send sealed packet from this box.

Event description:
It was reported 4 of the bd ultra-fine¿ insulin syringe had foreign matter. The following was recieved by the initial reporter: consumer adult son reported finding a clear liquid comes out of needle when pressed plunger on 4 syringes. Mom discarded the syringe. Will send sealed packet from this box.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.